Event description:
Apollo catheter utilized during avm embolization procedure malfunctioned and allowed tru-fill (glue) to leak into the pt's mca causing an occlusion. Dr (B)(6) attempted to perform a thrombectomy to correct the malfunction but had limited success. Tru-fill remained in the pt's mca. Have not sent the device to the company as our organization may decide to send to an independent company.